Event description:
It was reported that pump experienced malfunction with code 16 and could not be reset, and no notable events occurred before the issue. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.